Manufacturer narrative:
Technician found bed in rehab. Found plug (B)(4) was missing ground pin. Loss of ground, no exposed wires. Replaced plug (B)(4) to resolve this issue.

Event description:
Complaint alleged that the plug was broken. No pt or caregiver impact.